Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. It was reported that the patient feels the stimulation in her stomach when the amplitude is increased. The patient also feels positional changes in the stimulation. An x-ray was taken and no anomalies were observed. On (B)(6) 2010, it was reported that the patient's leads were moved down. No product was explanted.